Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the insulin printers was not connecting, unable to print labels. A technical support specialist applied knowledge article (B)(4) "zebra printer no longer printing" and configured the printer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a insulin printers was not connecting. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.